Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no capture. The lead was turned off approximately one week before explant. The patient had felt extreme weakness and fatigue including shortness of breath. These symptoms had developed gradually over a year, but increased in severity when the lead was turned off. Upon removal, the lead appeared curled at the svc/subclavian junction. The lead was replaced. No patient complications have been reported as a result of this event.